Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during fixed prime. The blood glucose at the time of the incident was 186 mg/dl. During troubleshooting, the customer disconnected at the quick release and insulin did not exit the tubing during fixed prime. She then disconnected and reconnected the infusion set and reservoir and stated insulin dis not exit and there is greater than normal resistance with plunger push. She was explained that the alarm was caused by a set/reservoir connection. She changed the reservoir and was able to prime. The reservoir will not be returned for analysis.